Manufacturer narrative:
Block e1: initial reporter address: (B)(6) block h6: problem code 1184 captures the reportable issue of gauge reading inaccurate. Block h10: investigation results a visual examination of the returned complaint device revealed that the gauge needle was out of its original position, and was not indicating 0 atm. Functional evaluation was performed, and the device was pressurized using 35 ml of sterile water; no leak was observed. The device was able to hold the pressure but gauge was not indicating an accurate value. Based on the available information, it is most probable that the manner in which the device was handled and manipulated may have caused the encountered failure, as applying excessive pressure to the device and/or excessive manipulation without enough care during the procedure could induce the defects found in this device. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used for a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that gauge did not move or work normally after "swinging out and shaking off" the device. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter address: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe device was used for a procedure performed on (B)(6) 2019. According to the complainant, during the procedure, it was noted that gauge did not move or work normally after "swinging out and shaking off" the device. The procedure was completed with another alliance inflation syringe. There have been no patient complications reported as a result of this event.